Event description:
It was reported that the external pulse generator (epg) powered off suddenly during operation. The engineer tested the epg, but could not confirm the complaint. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was analyzed and the reported event could not be confirmed. (B)(4).